Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: after collection, blood is leaking from the back of the attached luer adaptor. This does not happen when path qld use our utw -pbbcs with luer adapter attached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: after collection, blood is leaking from the back of the attached luer adaptor. This does not happen when path qld use our utw -pbbcs with luer adapter attached.